Event description:
During a surgical procedure to reverse a colostomy, two circular staplers did not function properly. The anvil portion appeared to be bent so the equipment could not engage and staple properly. The surgeons made several attempts to fit the pieces together as designed however they determined that the bent metal piece was not fixable and they eventually got a different size which worked appropriately.